Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported during a follow up for unrelated nerve stimulation, post-paced t-wave oversensing was observed. Reprogramming changes were made. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.